Event description:
It was reported that the user dropped the ilet pump at school, resulting in a cracked touchscreen, and a replacement pump was arranged with counseling that the replacement would not be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.